Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5560-s-112 tri cemented stem 12mmx50mm; lot# 0080652l. Cat# 5560-s-112 tri cemented stem 12mmx50mm; lot# 0080636l. Cat# 5512-f-401 tri ts femur sz4 left; lot# bzz7b. Cat# 5521-b-400 tri ts baseplate size 4; lot# dde9la. Cat# 5543-a-400 tri post augment sz4 5mm; lot# ar49s. Cat# 5543-a-400 tri post augment sz4 5mm; lot# a4i4u. Cat# 5546-a-402 tri rm/ll tib aug sz4 10mm; lot# erear6a. Cat# 5546-a-401 tri lm/rl tib aug sz4 10mm; lot# erear5a. Cat# 5549-a-130 triathlon sym cone aug sz c; lot# e4j2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revised a left knee due to infection. Surgeon revised the tibial insert and did an I&d.